Event description:
The pt was admitted with bilateral capsule ruptured of their breast implants. The implants and the capsules were removed. New implants were inserted. No gel was seen or found to be leaking from the implants.